Event description:
Patient reported capsular contracture, baker grade IV. Additionally, healthcare professional reported pain, edema, breast shape change.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "breast implants with radial folds and loss of usual format, presenting increase of the anteroposterior diameter, which may represent capsular contracture, baker grade unknown, simple bilateral cysts." The device remains implanted. This record is for the left side.